Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v390371, implanted: (B)(6) 2010, product type: lead; product ID 3888-33, lot# v162256, implanted: (B)(6) 2010, explanted: (B)(6) 2009, product type: lead; product ID 3998, lot# v095777v02, implanted: (B)(6) 2010, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient was carrying a table that weighed about 60 pounds earlier in the day of the initial report, and the patient later had a sudden onset of no stimulation sensation. It was confirmed that the stimulation was on, but it was indicated that the patient still did not feel the stimulation when it was increased. The programming used was group 3 at 4.70 volts. It was noted that the patient had program 1, but the patient does not ever use that program. Additional information received indicated that the patient had an appointment the day after the initial report with a doctor or medtronic representative. It was further reported that the patient was seen in the physician¿s office and it was determined that the patient needed to increase the amplitude on all 3 active programs to feel stimulation. The ins was reprogrammed to provide additional options and optimize the stimulation coverage. The patient left the physician¿s office comfortable consistent stimulation and was happy with coverage. Nothing else was needed or performed.